Event description:
Patient was emergently brought to the cath lab for st elevation myocardial infarction (stemi). During a critical time in the procedure, the x ray from the fluoroscopy unit malfunctioned and was nonresponsive requiring reset that took up to 5 minutes while the patient was on the table. Significant concern over patient safety.